Event description:
Paramedics responded to a call for a pt, who had been vomiting for several days. The pt's blood glucose was tested using an elite meter, and the reading was 254 mg/dl. The pt was not a known diabetic. Paramedics treated the pt with a bolus of normal saline and an i.v. Of normal saline on the way to the hospital. The pt's blood glucose was tested in the lab once she arrived at the hospital, and the reading was 1200 mg/dl. The paramedic stated, that pt was given 4 additional liters of saline upon arrival at the hospital. She passed away 2 days after being admitted. Elite labeling includes a contraindication for decreased peripheral blood flow due to hyperosmolar hyperglycemia (blood glucose levels 600 mg/dl or higher), which could adversely affect blood glucose readings. Troubleshooting of the elite system showed it to be operating as designed.

Manufacturer narrative:
A check test of the meter electronics gave results of 104 and 105, which fell within the 95-115 range. Control test results received were 72, 76 and 79 mg/dl. The normal control range was 69-100 mg/dl. The test strips and meter will still be returned for evaluation. New contour meter kits were sent to the paramedics.